Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ standard peg pull kit was used in a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, outside the patient, when they went to use the scissors, in order to cut the silicone tube, it was noted "some dirty stain" on the them. They were certain that no one touched the scissors and reportedly, it was impossible that it touched blood or something during the procedure. Another pair of scissors from their unit were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive standard peg pull kit was used in a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, outside the patient, when they went to use the scissors, in order to cut the silicone tube, it was noted "some dirty stain" on the them. They were certain that no one touched the scissors and reportedly, it was impossible that it touched blood or something during the procedure. Another pair of scissors from their unit were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned scissors revealed that the scissors stainless steel had a foreign matter noted in several sections. The complaint is consistent with the returned device that the scissors has a foreign matter. Based the available/gathered information and the inspection performed to the returned product, it was concluded that the cause of this complaint is considered ¿supplier manufacturing execution error¿ since the suppliers manufacturing process was not executed as validated and further analysis will be performed. An investigation has been initiated to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.